Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported the patient's right knee was revised due to pain. A 5x9 cs insert and size 6 cr femur were revised to a size 5 ts femur with 12x100 stem and 5x11 ps insert. Rep reported that no further information will be available.